Event description:
A caregiver of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler screen went blank during step 7 of setup. The caregiver attempted to resolve the issue by pressing the ok and stop keys, as well as touching the screen. However, the screen remained blank. The fresenius technical support representative issued a replacement cycler. The caregiver was advised to discontinue using the current unit, and inform the peritoneal dialysis registered nurse (pdrn) of the cycler replacement. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up it was determined the patient was not able to complete treatment on the cycler on the day of the reported event. No adverse events were experienced, and no medical intervention was required. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.